Event description:
Reportedly, after firing the instrument the surgeon couldn't remove the cartridge from the tissue. The following day the patient had to be operated again due to bleeding on the thoracic wall caused by the manipulation required to remove the instrument in the initial surgery.